Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 481 mg/dl. Customer administered a bolus via the pump to address bg and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.